Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide wire is undoing. The guide wire bends easily, even without resistance in introduction.

Event description:
The customer reports the guide wire is undoing. The guide wire bends easily, even without resistance in introduction.

Manufacturer narrative:
(B)(4). The customer returned a lidstock and a spring-wire guide (swg) for investigation. Visual examination of the swg revealed multiple bends in the swg body. The distal end was bent in a vertical l shape and contained offset coils. The j-bend tip retained its shape and the distal weld was intact, full and spherical. The proximal end of the coil wire and core wire were circular, jagged, and appeared as though it was broken off. The proximal weld was not intact and was not returned. The l shaped bend was located approximately 32 mm from the distal tip. The offset coils on the distal end were located approximately 15-18 mm from the distal tip. The swg core wire length measured approximately 536 mm, which is not within specification. This indicates that approximately 60 mm of the core wire was not returned. The outer diameter of the swg was within specification. A manual tug test confirmed the distal weld is intact. A device history record review was performed and no relevant findings were identified. The instructions for use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring wire guide about 2-3 cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire was separated and unraveled was confirmed through examination of the returned sample. The core wire was broken on the proximal end; however, the proximal weld was not returned and the swg did not meet length specifications. This indicates that part of the core wire broke and separated from the swg and was not returned. The swg body also contained multiple kinks and offset coils. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Manufacturer narrative:
(B)(4). The customer returned a lidstock and a spring-wire guide (swg) for investigation. Visual examination of the swg revealed multiple bends in the swg body. The distal end was bent in a vertical l shape and contained offset coils. The j-bend tip retained its shape and the distal weld was intact, full and spherical. The proximal end of the coil wire and core wire were circular, jagged, and appeared as though it was broken off. The proximal weld was not intact and was not returned. The l shaped bend was located approximately 32 mm from the distal tip. The offset coils on the distal end were located approximately 15-18 mm from the distal tip. The swg core wire length measured approximately 536 mm, which is not within specification. This indicates that approximately 60 mm of the core wire was not returned. The outer diameter of the swg was within specification. A manual tug test confirmed the distal weld is intact. A device history record review was performed and no relevant findings were identified. The instructions for use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU states that if resistance is encountered when attempting to remove the spring wire guide after catheter placement, the spring wire guide may be kinked about the tip of the catheter within the vessel. In this circumstance, withdraw the catheter relative to the spring wire guide about 2-3 cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The report that the guide wire was separated and unraveled was confirmed through examination of the returned sample. The core wire was broken on the proximal end; however, the proximal weld was not returned and the swg did not meet length specifications. This indicates that part of the core wire broke and separated from the swg and was not returned. The swg body also contained multiple kinks and offset coils. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports the guide wire is undoing. The guide wire bends easily, even without resistance in introduction.